Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was no improvement in symptoms since implant, (B)(6) 2012. Additional information reported by a patients daughter reported the implant never worked like it should since it was implanted. The caller stated the patient will be having the device removed because it is not working. The caller stated they meet with the healthcare professional (hcp) and manufacturer representative (rep) to check implant. The caller stated the patient went to the hcp last (B)(6) 2015 and hcp said the device was not working and patient was scheduled appointment to see what the problem was with the implant. The caller stated the patient wants the everything removed. The caller stated the rep was supposed to be at the hcp's office on (B)(6) but the rep had to change the appointment to (B)(6) and the patient could not make that appointment. The caller noted twice this has happened. The caller noted the patient needed an MRI due to back problems and myelogram. The caller stated the hcp told her they will not be sending the device back to be analyzed. The patient noted the hcp told them the implantable neurostimulator (ins) should not be moving and the patient's device is moving. Additional information from the rep reported at the appointment the patient came in and stated they had met with their hcp and decided to have an explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.